Manufacturer narrative:
An 8.0mm adult tts¿ tracheostomy tube was received for investigation. A review of the device history record, relevant to the reported lot, found no non-conformities or issues during manufacturing. Visual inspection of the device revealed abrasions on the cuff and the shaft. During functional testing, a standard 20ccc syringe was used to inflate the device cuff; however, the cuff would not remain inflated. The cuff was then inflated and submerged in water, a leak was discovered on the cuff at one of the abrasion sites. Investigation determined that the cause of the cuts to be a user issue. No evidence was found to suggest an intrinsic product defect. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The customer reported that the cuff on the portex bivona inner cannula leaked. No documented patient injury.